Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone who in addition to the error 2204, reported that the free thyroxine (ft4) test quality controls were at the low end of the control range. Fse went onsite to address the event. During servicing, fse verified cup transfer issues. There were cups in the reservoir for the sorter and the sorter was tested. It was having issues picking up cups consistently. Fse checked the alignments for the sorter and they were off. Fse then realigned the sorter and resolved the issue. Fse then ran the sorter cup test without any further errors. Field service (fse) then ran ft4 biorad quality controls (qc) level 1 and level 3. The level 1 qc was 0.64 ng/dl, which was at the lower end of the range but still within biorad specifications. The reported that a decontamination was performed but the level 1 qc results had risen but were still low. Fse then returned to the site and ran a precision of ft4 using 10 samples of each biorad controls level 1 and level 3 lot 40330. Fse also ran mac qc for level 1. The instrument was operating correctly and there was no further action required by fse. The ft4 biorad qc results were as follows: level 1-0.839 ng/dl (0.57-1.06 ng/dl) mean-0.82 ng/dl level 3-6.191 ng/dl (4.32-<8.00 ng/dl) mean-6.17 ng/dl the mac qc results were as follows: level 1-0.889 ng/dl (0.61-1.13 ng/dl) mean-0.87 ng/dl a 13-month complaint history review and service history review for similar complaints was performed for serial number 10473311 from 05-oct-2017 through aware date of 05-nov-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2204] sorter not picked up cup cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. [4053] sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The free thyroxine (ft4) analyte application manual states the following: calculation of results the aia systems perform all sample and reagent handling operations automatically. The aia systems read the rate of fluorescence produced by the reaction and automatically convert the rate to free thyroxine concentration in ng/dl. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of errors 2204 was the sorter was out of alignment. The most probable cause of the low ft4 level 1 qc results was the instrument was contaminated

Event description:
A customer reported a 2204 sorter not picked up cup and a 4053 sorter z home overrun error messages with the aia-900 instrument. The customer cleaned out the dropped cups and did an all set home with no errors. However, the customer continued to have issues. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.